Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced per physician's preference due to inadequate coverage. No device malfunction suspected and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1140, serial #: (B)(4), description: scs precision novi ipg, sterile. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.